Event description:
It was reported, "a trident tritanium acetabular shell revision study pt 61-09-402l had previous depuy implants revised on (B)(6) 2008. The depuy shell was revised and replaced with the trident tritanium acetabular revision shell (inclusion into the study); however, the depuy femoral stem and bearing head were revised on (B)(6) 2008 with depuy products. The study protocol dictates that if the femoral stem and head are revised they should be replaced with a stryker product. Using the depuy femoral stem and bearing head with the trident tritanium acetabular shell is off-label use. There were no adverse events reported."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.